Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm with a constant tone due to main download timeout/external flash crc test, unable to determine the root cause, problem isolated to electrical board. All the buttons functioned properly and no moisture damage on keypad traces noted. Unable to verify failed battery test alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error alarm, alarming high pitch sound, buttons were not responding. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer's mother stated that they able to saw critical pump error image on screen. The customer's mother reported that the insulin pump had failed battery alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.